Manufacturer narrative:
This information was not provided. Lot # was not provided, therefore expire date unknown. Waterproof bandages have a 5 years shelf life. Occupation: initial reporter's occupation was not specified. Lot # was not provided, therefore manufacture date is unknown. The device has been not returned for evaluation, though requested by 3m. Product lot # was not provided. Complaint history was reviewed for the past 24-month period for the reported failure code and the product's global sales code of szr. No statistical trends were observed. 3m will continue to monitor. The product will be evaluated and a follow up report will be submitted if product is received. End of report.

Event description:
A (B)(6) african-american male consumer reported he underwent a recent cyst removal procedure. The consumer purchased and applied the referenced bandages to cover the chest incision wound on (B)(6) 2019. The consumer's doctor recommended the incision be kept dry. Prior to application, the incision area was washed with (B)(6) soap and (B)(6) was applied. The bandages used were changed twice daily, in the morning and night. Each bandage was worn for approximately 12 hours. A total of 4 bandages were worn over the course of two days. The first bandage was applied post-procedure, later in the day. The bandage was removed the next day. The consumer alleged he noticed a little red mark on his skin at this time. The consumer reported no known allergies. After removal of the fourth bandage, on second day of wear, the consumer alleged his skin became red, scaly, itchy, and started to darken. He reported the reaction was in the shape of the bandage. The consumer reported difficulty removing the bandages worn. On (B)(6) 2019, the consumer visited his doctor to have stitches removed. The consumer reported a pa prescribed hydrocortisone cream 2% to use on the affected area for 7 days. The consumer is also applying otc ambi fade cream. The pa advised the consumer he may experience some skin discoloration on his middle chest. On (B)(6) 2019, the consumer reported the affected area no longer had a "scaly" appearance after 3 days of hydrocortisone cream 2% use. The consumer has an appointment (B)(6) 2019 with a dermatologist to re-evaluate the affected area.